Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain (seen as pelvic pain), heavy bleeding (genital haemorrhage), and gallbladder removal (cholecystectomy), amongst non-serious events. Approximately two and a half years after insertion, she underwent a hysterectomy with removal of implants. Pelvic pain and heavy bleeding are anticipated whereas cholecystectomy is unanticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and pelvic pain may occur. Considering the positive temporal relationship and the lack of alternative explanations, these events were considered related to essure. Cholecystectomy is indicated in the presence of gallbladder trauma, gallbladder cancer, acute cholecystitis, and other complications of gallstones. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel).therefore, causality between this device and gallbladder removal was considered unrelated. This case was regarded as incident as a surgical procedure was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and cholecystectomy ("gallbladder removal") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse"), loss of libido ("lack of sex drive"), migraine ("migraines"), back pain ("back pain") and asthenia ("lack of energy"). The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, alopecia, dyspareunia, loss of libido, migraine, back pain and asthenia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, cholecystectomy, alopecia, dyspareunia, loss of libido, migraine, back pain and asthenia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain (seen as pelvic pain), heavy bleeding (genital haemorrhage), and gallbladder removal (cholecystectomy), amongst non-serious events. Approximately two and a half years after insertion, she underwent a hysterectomy with removal of implants. Pelvic pain and heavy bleeding are anticipated whereas cholecystectomy is unanticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and pelvic pain may occur. Considering the positive temporal relationship and the lack of alternative explanations, these events were considered related to essure. Cholecystectomy is indicated in the presence of gallbladder trauma, gallbladder cancer, acute cholecystitis, and other complications of gallstones. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel).therefore, causality between this device and gallbladder removal was considered unrelated. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected.